Event description:
The customer reported to olympus during reprocessing, the lamp does not light up on the visera pro xenon light source. The facility finished the case with another one. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a faulty igniter, a unstable power supply from the converter, which caused damage to the internal lines, and the fan was deteriorated. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the lamp 's failure to light up was likely caused by a faulty igniter, and the unstable power supply was likely due to faulty internal wiring. However, the definitive root causes of the faulty igniter and faulty internal wiring could not be determined. Olympus will continue to monitor field performance for this device.